Event description:
The catheters from this multi-pak were being utilized for coronary arteriography procedures. During the attempt to torque the catheters, specifically the pigtail and judkins right catheters, they kinked several times. The kinks often occurred proximal to the hemostatic control valve of the introducer. There were no reported injuries to any of the patients involved.